Event description:
Daughter of home pt reports switching used solution bag onto already spiked heater line of homechoice set, while troubleshooting an alarm situation during apd treatment. Baxter technician assisted hp in ending treatment early. No pt injury or medical intervention required per rn.